Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported that the sr 6 ultrasound system froze up on the users during a procedure causing them to have to break sterile field and use a different ultrasound system instead. Another ultrasound system was used to complete the procedure.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling, applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service for evaluation. During evaluation, the reported issue of unit locks up in the procedure was unconfirmed. During evaluation the scanner booted up normally and did not lock up during the ultra sound mode or the sherlock mode. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4). Showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported that the sr 6 ultrasound system froze up on the users during a procedure causing them to have to break sterile field and use a different ultrasound system instead. Another ultrasound system was used to complete the procedure.